Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to extrusion of the implanted device. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. The patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.